Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The device subcomponent was returned and investigated. The benchtop analysis and investigation determined that the root cause of the aic - purge disc/flag issues was a broken purge disc retainer and purge flag. Failures of this type will be monitored for trends.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the blue plastic piece that fits in purge disc slot of the automated impella controller (aic) broke off during set up for a high risk percutaneous cardiac insertion case. The medical center removed the aic from patient use. The team was able to successfully support the patient with another console. No harm or injury from delay.